Event description:
Boston scientific received information that this patient had mentioned dizzy spells at the last check up. Interrogation often device showed a few non sustained ventricular tachycardia events as well as pacemaker mediated tachycardia. The field representative conducted a retrograde conduction test and quickly changed the mode to a non tracking mode to break pmt. The patient also had low blood pressure. It was noted that the patient also experienced syncope in relation to the pmt or non sustained vt episodes. The device remains implanted at this time.

Manufacturer narrative:
Should additional information become available this investigation will be updated.